Event description:
A 2.5mm diameter by 15mm length s660 stent delivery system was inserted for treatment of a 99% lesion in the right coronary artery. It was not possible to cross the calcified target lesion, therefore the stent delivery system was pulled back from the coronary artery. Upon removal of the stent delivery system, the stent disloged into the right coronary artery when the system was pulled into the guide catheter. The undeployed stent was successfully snared from the right coronary artery. There was no further treatment to the target lesion and no add'l clinical sequelae reported related to the event. The instructions for use were not followed for removal of an undeployed stent, when the stent was pulled into the guide catheter for removal while it was engaged in the coronary artery. Pulling the stent into the guide catheter for removal contributed to the stent dislodging from the balloon.